Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a systems diagnostics test at a routine office visit resulted in high lead impedance, output current limit, dcdc code of 7, and eos = yes. The patient was asymptomatic. Manufacturer reviewed x-rays and the entire lead was not able to be visualized. There did not appear to be any obvious discontinuities in the visible portion of the lead body. Patient underwent revision surgery in which only the generator was replaced. System diagnostics testing with the new generator and existing lead resulted in high lead impedance indicating a possible lead issue. The generator has not been activated. The cause for the high impedance is unk. No serious injury was reported.